Manufacturer narrative:
The device history record (DHR) was reviewed and no non-conformances were identified that would cause or contribute to the reported event. The device has not been returned to the manufacturer for evaluation. If the device or additional information is received a follow-up report will be sent. Report one of two for the same event; see also 0002184052-2016-00069-1.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Report one of two for the same event; see also 0002184052-2016-00069.

Event description:
The sales associate reported broken closure tops of pathfinder nxt during mis surgery. The closure tops broke when the doctor was performing final tightening of screws at the time of pedicle screw insertion. Surgery was delayed by an hour. The closure tops have been removed and the surgery was completed.